Event description:
A hospital in (B)(6) reported via a distributor that air leaked from the water trap of an rt205 adult inspiratory-heated breathing circuit. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative. The complaint rt205 adult inspiratory-heater breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the returned rt205 breathing circuit was pressure tested and immersed in a waterbath to check for leaks. Results: the pressure test result was outside the required specification. Immersion in a waterbath showed the location of the leak to be between the lid and bowl of the water trap. A lot check revealed no other complaints of this nature for lot number 101220. Conclusion: a leak in the water trap of the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests the leaks must have developed post production. The user instructions for rt205 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that air leaked from the water trap of an rt205 adult inspiratory-heated breathing circuit. This was observed during use on a patient. No patient consequence was reported.